Event description:
This ra lead was implanted on (B)(6) 2016, and still remains implanted at this time. It was noted on (B)(6) 2017, that this lead had an impedance reading of more than 2000 ohms. The physician was (B)(6), at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).